Event description:
Phillips responics model 550p sn: (B)(4), humidifier sn: (B)(4). The tech I talked to at apiria heath care said the flashing light meant the unit failed and would not heat well. I have no heat and I am attaching a video for you to see it flashing. Anything you can do to help me is appreciated. Thank you. I opened the unit and found a burnt connection that made the unit fail. I have pictures of the burnt location it was on the hot lead that powers the heater unit part of the equipment. I think this is a design fail due to 2 different metals, due to corrosion made over time. I sent pictures to phillips: (B)(4).